Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the pocket site. Surgical intervention was undertaken on (B)(6) 2022 during which the ipg was relocated to address the issue. Stimulation was restored following the procedure.